Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) to report that the customer had a touch pad locked up on the surgeon side console (ssc). The surgeon moved over to ssc2 and continued the case. Csr stated this was an ongoing issue. The ssc was connected to sk2616 vision side cart (vsc). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed customer complaint. While attempting to create a test surgeon profile on surgeon side console (ssc), fse was unable to press the upper "done" touchpad button. The fse attempted multiple times and was only able to press it once. Fse recalibrated the touchpad, and the activation of upper buttons was restored. Fse then proceeded to test the other ssc in the room. Fse observed upper buttons were very difficult to press as well, requiring fse to tightly press very close to the end of the screen. Fse was able to activate button several times, but was intermittent and difficult at times. Fse cleaned and recalibrated the touchpad. Service performed to correct reported problem. No part replacement required. System inspected, tested and verified as ready for use. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date could not be performed via system logs because logs were not available due to multiple systems being used at the same time (ssc system sk2640 was being used with the patient side cart system sk2616). This complaint is considered a reportable event due to the following conclusion: the initial surgeon side console (ssc) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically on the second dual ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.